Event description:
It was reported that the screen on/quick bolus button has stopped functioning and the pump will not turn on unless plugged into a power source. The customer also reported elevated blood glucose levels that were corrected with a bolus.